Event description:
It was reported that during a procedure the laser system displayed an error indicative of a system malfunction. The customer attempted to clear the error by re-booting the system however the error did not clear. The system was no longer able to be utilized. The customer completed the case by using "button" (an alternate surgical procedure). There was no report of a patient injury.

Manufacturer narrative:
The manufacturer recommended this laser be serviced. To date the customer has declined to have the laser serviced.